Manufacturer narrative:
Additional information was received indicating this patient's hospitalization was for a percutaneous endoscopic jejunostomy and percutaneous endoscopic gastrostomy system replacement. The hospitalization was not due to a malfunction of the ambulatory infusion pump. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6).

Event description:
Distributor reported that a patient required hospitalization for an ambulatory infusion pump replacement after the drug leaked from the medication cassette which subsequently damaged the pump and caused it to emit a high pressure alarm. The device alarmed both when attached and detached from the cassette and the issue persisted after turning the unit off and back on. No patient injury was associated with this incidence.